Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A manufacturing record evaluation was performed for the finished device product code # 422.256, lot number # 582p431, it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 14/01/2022, manufacturing site: jabil grenchen. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from the photo. Visual analysis of the provided series of patient radiographs and photos of the device, revealed that the lcp-df 4.5/5 r 11ho l276 tan was broken in two pieces. The fracture appears to have originated at one of the locking holes. The investigation was able to confirm the reported event. No other problem identified. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for lcp-df 4.5/5 r 11ho l276 tan. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in korea, south as follows: on (B)(6) 2023, the patient had surgery for a fracture in the distal femur, on the right side. The surgery utilized johnson & johnson products for the plates. Specifically, one unit of the df rt 422.256 plate was used. The surgery also involved a series of 5.0 locking head screws (lhs) with different lengths: one each of 20mm, 50mm, 60mm, 65mm, 70mm, 75mm, and 80mm, and two each of 36mm and 38mm. In addition to the plate, other products were used from different companies. These included two 5.0 cannulated screws of 65mm length with a 3/1 thread ratio. After the surgery, the right leg was put in a cast. The patient was allowed to start bearing weight on the leg on (B)(6) 2023. Unfortunately, it was confirmed on (B)(6) 2023, that the johnson & johnson distal femur plate had broken. The patient had to undergo a reoperation on (B)(6) 2023, which our products were removed. Device was explanted due to df broken plate. Revision surgery was done on (B)(6) 2023 due to plate broken. Patient consequences or outcome were unknown. This report is for one (1) lcp-df 4.5/5 r 11ho l276 tan. This is report 1 of 1 for complaint (B)(4).